Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection, leak testing, clear passage testing, clamp function testing, and seal surface testing of the device was performed with no issues or leaks noted. The inner diameter (ID) of the patient connector was measured and was found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for device analysis. Analysis has begun but has not yet been completed. Upon completion of baxter's investigation, should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).

Event description:
It was reported a uv flash transfer set could not be connected to a titanium adapter when changing the transfer set on a patient. There was no patient injury or medical intervention. No additional information is available. This is report 1 of 2 involved in this event.